Manufacturer narrative:
BLOCK H6: IMDRF DEVICE CODE A0501 CAPTURES THE REPORTABLE EVENT OF BASKET DETACHMENT.

Event description:
IT WAS REPORTED THAT DURING URETEROLITHOTOMY PROCEDURE, A ZERO TIP BASKET WAS USED, AND IT WAS FOUND THAT THE WHOLE BASKET FELL OFF OUTSIDE OF THE PATIENT. THE PROCEDURE WAS COMPLETED WITH ANOTHER OF THE SAME DEVICE. NO PATIENT COMPLICATIONS WERE REPORTED.

Event description:
It was reported that during Ureterolithotomy procedure, a Zero Tip basket was used, and it was found that the whole basket fell off outside of the patient. The procedure was completed with another of the same device. No patient complications were report

Manufacturer narrative:
Block H6:IMDRF Device Code A0501 captures the reportable event of basket detachment.The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A Risk Review was completed and confirmed that the event of "Basket Detachment of Device or Device Component" was defined in the risk documentation and is documented accordingly in the PRR. A review of the manufacturing records was performed and no issues that could have contributed to this event were found. Furthermore, the review of the manufacturing records did not identify any failure of the product to meet its material, assembly, or performance specifications. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.